Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the black box download verified a battery voltage drop on (B)(6) 2011. The battery was not returned with the pump for investigation. The battery compartment and cap were found to be intact. The pump powered on normally and was exercised for 6 hours without overheating or alarms. The pump electrical currents were tested and found to be within specifications. The pump cover was removed to inspect for internal moisture and none was found. The power flex, battery connections and internal components were tested and no defects were found. No pump overheating was duplicated.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump felt hot to touch. The patient did not allege any harm or injury because of the reported issue.